Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed and the pump performed as intended. The customer declined to remove their infusion set site to inspect the site for any damage due to believing the occlusion alarm was caused by an unspecified pump issue. Blood glucose level was 211 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.